Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure regulation high failure occurred. I t was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure regulation high failure occurred. The customer informed the remote service engineer (rse) that they had recently replaced the flow sensor assembly. The rse asked the customer to power on the unit in ventilation mode and disconnect the proximal tubing after a few seconds. It was then discovered that the customer had crossed the tubing setup when they had installed the flow sensor assembly. The customer corrected the tubing setup and confirmed the reported issue was resolved. The customer correcting the tubing setup to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.